Event description:
It was reported that low pacing impedance and lack of sensing were noted on the atrial lead after the implant procedure. The lead was explanted and replaced and the patient was in stable condition.